Manufacturer narrative:
Manufacturing site evaluation: analysis and results: there are no previous complaints of this code-batch, and there are no units in our stock. We have received 23 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Event description:
It was reported that there was an issue with the monoplus violet suture. The needle was noted to detach easily from the suture within the packet. The defect was found prior to use and there was no patient involvement. Additional information was not provided.